Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was alarming. A multi-tone alarm consistent with a pump alarm was described. The issue occurred approximately two days ago. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The patient missed a scheduled refill. It was indicated that the patient said his refill was for (B)(6), however he wasn't aware of the date of the appointment and the healthcare provider (hcp) office didn't call the patient. The patient had called their hcp before and was told that a nurse would speak to the hcp and the patient was to call the manufacturer. At the time of the report it was suggested that the patient could use the personal therapy manager (ptm) to check the code or alarm; however, the patient declined. The patient was to follow-up with their hcp on (B)(6) 2018. A consumer further reported that the patient did speak with the hcp office and was scheduled for a refill tomorrow morning ((B)(6) 2018) at 10 am. The patient had some oral baclofen and was questioning if they should start taking that. The reporter was redirected back to the nurse at the hcp office for direction. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was noted that the patient had scheduled a pump refill at the last office visit on (B)(6) 2017 or (B)(6) 2017. The low reservoir alarm and empty reservoir alarm had occurred. Regarding the cause of the alarm and missed refill it was indicated that the patient did not schedule a refill and further indicated that he had stated he forgot. It was indicated that there were no patient symptoms. The pump was refilled on (B)(6) 2018 and the alarm and missed refill was resolved. Regarding the status of the affected device, it was noted that the pain pump was fine with no issues. The patient¿s weight and model of clinician programmer that was used at the time of the event was provided.